Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation and change in stimulation with posture. The patients implantable pulse generator (ipg) was explanted and the explanted device will not be returned.